Event description:
It was reported that the pacemaker triggered a lead safety switch (lss) due to a high out of range pacing impedance, greater than 3,000 ohms. After the lss, there was oversensing of noisy signals in this right atrial (ra) lead channel. Testing was performed and the noise was reproduced with pushing out a, chair. The out-of-range pacing impedance could not be reproduced in unipolar or bipolar configurations. Also, no noise was present in the bipolar configuration. Technical services (ts) suspected this was a spring contact issue and recommended programming options. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).